Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A device history review (DHR) review found no abnormalities that would contribute to this reported event. The service history was reviewed, and no data was found. (B)(4). Per the instructions for use, the user is advised that failure to properly follow the instructions for use can lead to serious surgical consequences. Only qualified physicians with knowledge, experience, and training in laparoscopic techniques should use the components of the airseal system. These instructions for use do not include descriptions or instructions for surgical techniques or laparoscopic procedures. It is the responsibility of the physician performing any procedure to determine the appropriateness of the type of procedure to be performed with the use of these products and to determine the specific technique for each patient. Make sure the connection data and technical specifications of the power supply comply with dinvde or national requirements. The mains power supply cable must be plugged into a properly installed safety wall plug (see dinvde0100-710). Read the device label located in rear of device (type plate) to determine the operating voltage of the device. The power connection must be equipped with a grounding contact. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of a customer that the as-ifs1, airseal ifs, 110v device was being used during a robot-assisted endoscopic surgery on (B)(6) 2024, and the ¿airseal turned off and restarted.¿. Follow-up assessment found that initial pneumoperitoneum was achieved and it is unknown if there was a gradual or sudden loss of pneumoperitoneum when the device turned off. There was no alternate device used as the device was restarted automatically after it turned off. The procedure was completed as normal. There was no injury, medical/surgical intervention, or extended hospitalization required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of a customer that the as-ifs1, airseal ifs, 110v device was being used during a robot-assisted endoscopic surgery on (B)(6) 2024, and the ¿airseal turned off and restarted.¿. Follow-up assessment found that initial pneumoperitoneum was achieved and it is unknown if there was a gradual or sudden loss of pneumoperitoneum when the device turned off. There was no alternate device used as the device was restarted automatically after it turned off. The procedure was completed as normal. There was no injury, medical/surgical intervention, or extended hospitalization required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.